Event description:
Procedure type: colorectal laparoscopic anastomosis. According to the reporter: after applying the device, one donut specimen was stuck to the anvil while the other was stuck in the device. Furthermore, during intra-operative testing an air leak was found. Subsequently, the surgeon converted the laparoscopic procedure to an open to complete the anastomosis. Surgery time was extended by twenty as a result. The pt is in well current condition.